Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 27-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 51 year-old female patient who had essure inserted (lot no. 10100257996) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), tendonitis ("diagnosis of tendonitis, treated as an accident at work (work in a dry cleaner)"), myalgia ("my muscle pain has spread to my second shoulder"), arthralgia ("elbow and muslce / hip pain/ knee pain/ onset of pain in the right shoulder following a movement/ , persistence of this shoulder pain"), neck pain ("I regularly have neck pain and headaches") and headache ("headache"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to tendonitis, myalgia, arthralgia, back pain, neck pain or headache. The reporter commented: after several examinations, x-ray, computed tomography (CT) scan (no diagnosis of osteoarthritis or calcification), magnetic resonance imaging (MRI), intra-articular infiltrations, anti-inflammatory treatment, physiotherapy. I have been recognized by the departmental centers for disabled people (mdph). I am currently considering removing the implants. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 27-may-2024. The most recent information was received on 05-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), tendonitis ("diagnosis of tendonitis, treated as an accident at work (work in a dry cleaner)"), myalgia ("my muscle pain has spread to my second shoulder"), arthralgia ("elbow and muscle / hip pain/ knee pain/ onset of pain in the right shoulder following a movement, persistence of this shoulder pain"), neck pain ("I regularly have neck pain and headaches") and headache ("headache"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to tendonitis, myalgia, arthralgia, back pain, neck pain or headache. The reporter commented: after several examinations, x-ray, computed tomography (CT) scan (no diagnosis of osteoarthritis or calcification), magnetic resonance imaging (MRI), intra-articular infiltrations, anti-inflammatory treatment, physiotherapy. I have been recognized by (B)(6). I am currently considering removing the implants. Batch: 10100257996 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jun-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.